Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were readings of >3600 ohms on electrodes 9 and 10. All connections look good. Programming was done around the electrodes. Pt was programmed in post-op on (B)(6) 2011 and again at two week f/u in office. The pt was doing well and received stimulation where she needed it.